Event description:
It was reported that while in the cath lab during use the m.d. Inserted the iab-05830-lws through the sheath via right femoral artery (groin) without issue. The intra-aortic balloon pump (arrow autocat2 wave) was initiated and therapy was working normally. Approximately 10 minutes after insertion, the staff noticed condensation in the helium driveline and blood was also noted in the driveline. The pump did not alarm. There was no femoral/iliac tortuosity or calcification noted on insertion. As a result, the iab was removed successfully. A new iab was inserted and iabp therapy continued as planned. There were no pump strips generated or x-ray's performed for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 15 minute delay or interruption in therapy with no harm to the patient noted. An update received stated that the project specialist of the cardiovascular lab was unsure if blood got into the pump. The iab and sheath were removed together as one unit successfully. The second kit was also an arrow iab-04830-lws and was inserted via the same insertion site. The patient outcome was that the patient had an uneventful recovery. It was noted that the same pump was used for the second iab. Since it was used successfully the pump was not sent to biomed for inspection. The serial number is unavailable.

Manufacturer narrative:
(B)(4).